Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 305 units after the delivery of 11 units. Reportedly, the cartridge was filled with 500 units of insulin. Blood glucose level was 230 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.